Event description:
It was reported that elevated right ventricular (rv) lead threshold measurements were noted, in addition to increased, but still in-range rv pacing impedance measurements (1500 ohms). Upon further investigation, it was clarified that the implantable pacemaker was explanted due to normal battery depletion and no surgical repositioning of the rv lead was performed. The physician elected to continue monitoring the rv lead performance and no adverse patient effects were reported. Therefore, this event is not considered reportable, as the rv lead was not surgically repositioned and the pacing impedance measurements provided were elevated, but still within range (<2000 ohms). Additionally, although there were increased pacing threshold measurements observed, there was no evidence of loss of capture nor other sensing issues. Finally, the implantable pacemaker was explanted due to normal battery depletion with no clinical performance allegations.

Event description:
It was reported that elevated right ventricular (rv) lead threshold measurements were noted, in addition to increased, but still in-range rv pacing impedance measurements (1500 ohms). Upon further investigation, it was clarified that the implantable pacemaker was explanted due to normal battery depletion and no surgical repositioning of the rv lead was performed. The physician elected to continue monitoring the rv lead performance and no adverse patient effects were reported. Therefore, this event is not considered reportable, as the rv lead was not surgically repositioned and the pacing impedance measurements provided were elevated, but still within range (<2000 ohms). Additionally, although there were increased pacing threshold measurements observed, there was no evidence of loss of capture nor other sensing issues. Finally, the implantable pacemaker was explanted due to normal battery depletion with no clinical performance allegations.

Manufacturer narrative:
This report is being sent to correct b1, b2, and h1.

Event description:
It was reported that elevated right ventricular (rv) lead threshold measurements were noted, in addition to increased, but still in-range rv pacing impedance measurements (1500 ohms). The physician elected to surgically explant the device and reposition the lead to resolve the event. No additional adverse patient effects were reported. At this time, the rv lead remains implanted and it is unknown if the explanted device will be returned for analysis.